Event description:
Right handed pt has right hemiplegia due to late effects of a brain tumor. Pt had severe spasticity and contractures. Pt underwent blocks to reduce spasticity using a teflon coated 75 mm emg needle. Botulinum toxin b was injected without known problems. Two days later, in the evening, the pt developed a productive cough. Pt was seen by physician 11/12/01, who diagnosed a pneumothorax. Pt was treated with tube thoracostomy and the lung expanded uneventfully and pt was discharged from the hosp on 11/16/01. Rptr does not feel it was a problem due to either the medication or the medical device.